Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported controller failure (red alarm) has been completed. Imc logs revealed that a controller failure ¿ purge pressure sensor defective was triggered. Before the alarm was triggered, there was also another entry in the logs indicating the pressure sensor¿s voltage signal was out-of-range. The failure mode was reproduced with the original hw. After replacing the purge pressure sensor, the alarm resolved. The suspect purge pressure sensor was installed in the burn-in fixture, and the same alarm was reproduced. The controller failure alarm (purge pressure sensor defective) was due to a defective purge pressure sensor. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a controller failure red alarm. There was no reported patient involvement.